Event description:
New information received on 8/28/18 indicated that the lead fracture was discovered in clinic during follow up device check. The lead exhibited noise that was reproduced with pocket manipulation and isometric exercises. During lead revision procedure, the physician believed that the lead fracture was due to a subclavian crush incident. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to lead fracture. No further information was reported.